Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced performance non-conformances with the device as it was no longer functional. During a clinical evaluation, troubleshooting was performed, but the anomalies persisted. A revision procedure was carried out, and upon explant, it was noted that the ipp had a hole in the cylinder proximal end. It was reported that the outer layer was peeled back. The entire ipp was replaced with a new device. No additional patient complications were reported and the surgery outcome was reported as good.